Manufacturer narrative:
The na electrode lot number was avw70 with an expiration date of 22-mar-2025. The cl electrode lot number was awa19. The expiration date was not provided. The calibration was last performed on 14-nov-2024 and it was acceptable. The qc recovery was within the customer's acceptable range. The alarm trace did not show any abnormality. The field service engineer found the cause was the sipper and vacuum nozzle. He replaced the sipper and the vacuum nozzle. Precision studies were performed and they were within specifications. The service actions (replacing the sipper and the vacuum nozzle) resolved the issue. No further issues were reported after the service visit.

Event description:
We received an allegation of questionable ise results for 27 patients' samples tested on a cobas pro ise analytical unit when compared to a different cobas pro ise analytical unit. Reportedly, an amended report with the correct results for 16 samples was issued. Results for the following tests were affected: sodium (na), and chloride (cl). Discrepant results for 3 patients' plasma samples were provided. Sample 1: na: initial result: 152.2 mmol/l. Repeat result: 139.8 mmol/l. Cl: initial result: 139.8 mmol/l. Repeat result: 108.3 mmol/l. Sample 2: na: initial result: 153.3 mmol/l. Repeat result: 137.8 mmol/l. Cl: initial result: 112.3 mmol/l. Repeat result: 99.6 mmol/l. Sample 3: na: initial result: 155.7 mmol/l. Repeat result: 141.1 mmol/l. Cl: initial result: 107.4 mmol/l. Repeat result: 96.3 mmol/l. When a sample was repeated, the customer noted that the na result from the original basic metabolic profile did not match the na result from a comprehensive metabolic profile. And, therefore, he repeated all the samples on another cobas pro ise analytical unit. The repeat results were deemed to be correct.